Event description:
It was reported that the patient presented in clinic. Device interrogation revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable.